Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-05778- device 1 of 2. E1: patient city: (B)(6). Patient country: brazil.

Event description:
Unomedical reference number (B)(4). Event occurred in brazil. It was reported that patient faced 2 infusion set leakage events on (B)(6) 2024. The blood glucose level was high and had experienced ketoacidosis. Therefore, patient was hospitalized. No further information available.